Event description:
Twenty-seven patients with discrepant sodium and/or bicarbonate results. Patient 1, initial sodium result 130 mmol/l, repeated twice 138 and 133 mmol/l; initial bicarbonate result 22 mmol/l, repeated twice 14.3 and 17.1 mmol/l. Patient 2, initial bicarbonate result 21 mmol/l, repeat 16.8 and 19.2 mmol/l. Patient 3, initial sodium result 133 mmol/l, repeated twice 140 and 136 mmol/l; initial bicarbonate result 20 mmol/l, repeated twice 13.4 and 15.5 mmol/l. Patient 4, initial bicarbonate result 25.9 mmol/l, repeated twice 19.9 and 22.1 mmol/l. Patient 5, initial bicarbonate result 20.8 mmol/l, repeated twice 14.8 mmol/l, repeat 17.1 mmol/l. Patient 6, initial sodium result 126 mmol/l, repeated twice 132 and 128 mmol/l; initial bicarbonate result 22.9 mmol/l, repeated twice 16.6 and 18.4 mmol/l. Patient 7, initial sodium result 132 mmol/l, repeated twice 141 and 134 mmol/l; initial bicarbonate result 21.7 mmol/l, repeated twice 14.4 and 16.9 mmol/l. Patient 8, initial bicarbonate result 29.5 mmol/l, repeated twice 18.7 and 27.1 mmol/l. Patient 9, initial bicarbonate result 23.7 mmol/l, repeated twice 18.9 and 19.7 mmol/l. Patient 10, initial bicarbonate result 24.4 mmol/l, repeated twice 19.2 and 19.9 mmol/l. Patient 11, initial bicarbonate result 22.6 mmol/l, repeated twice 17.7 and 19.0 mmol/l. Patient 12, initial sodium result 134 mmol/l, repeat 145 mmol/l; initial bicarbonate result 19.4 mmol/l, repeat 14.2 mmol/l. Patient 13, initial bicarbonate 23.5, repeated twice 18.0 and 19.9 mmol/l. Patient 14, initial bicarbonate result 19.2 mmol/l, repeated twice 14.0 and 15.7 mmol/l. Patient 15, initial bicarbonate result 27.5, repeated three times 25.8, 20.3 and 21.0 mmol/l. Patient 16, initial bicarbonate result 20.2 mmol/l, repeat 15.8 mmol/l. Patient 17, initial sodium result 132 mmol/l, repeated twice 140 and 137 mmol/l; initial bicarbonate result 25.9 mmol/l, repeated twice 18.6 and 19.9 mmol/l. Patient 18, initial bicarbonate result 20.3 mmol/l, repeated twice 14.4 and 15.4 mmol/l. Patient 19, initial bicarbonate result 20.4 mmol/l, repeated twice 15.8 and 17.3 mmol/l. Patient 20, initial sodium result 134 mmol/l, repeated three times 153, 137, and 138 mmol/l. Patient 21, initial bicarbonate result 19.4 mmol/l, repeated twice 13.8 and 14.8 mmol/l. Patient 22, initial sodium result 134 mmol/l, repeated twice 155 and 156 mmol/l; initial bicarbonate 31.3 mmol/l, repeat 24.5 mmol/l. Patient 23, initial bicarbonate result 26.0 mmol/l, repeated twice 18.4 and 20.4 mmol/l. Patient 24, initial bicarbonate result 24.8 mmol/l, repeated twice 16.5 and 19.0 mmol/l. Patient 25, initial bicarbonate result 25.7 mmol/l, repeated twice 17.5 and 20.3 mmol/l. Patient 26, initial bicarbonate result 25.0 mmol/l, repeated twice 15.6 and 19.3 mmol/l. Patient 27, initial bicarbonate result 24.1 mmol/l, repeated twice 16.3 and 18.0 mmol/l. Initial results were reported, patients were not adversely affected. The field service representative was unable to determine root cause but questioned proper handling and storage of samples prior to re-running. Performance tests were performed.